Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event is not known. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The device lot number is unknown; therefore, the full UDI is not available. Section e.1: the initial reporter phone and email address are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, functional evaluation and analysis cannot be performed to determine if any device issue occurred. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Subarachnoid hemorrhage is a known potential complication associated with the use of the embotrap iii and is listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the used device, as the device performed as intended. There may have been clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event, rather than the design or manufacture of the device. Since the event occurred during the procedure and while the device was in use, the correlating relationship between the event and the embotrap iii device as a contributing factor cannot be ruled out entirely. The impact / severity of the event cannot be determined based on the information available. Based on this information, this event meets us FDA reporting under criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 75-year-old male patient underwent a mechanical thrombectomy procedure on an unknown date, targeting an occlusion in the m1 segment of the middle cerebral artery (mca). During the procedure, a 5fr guiding catheter (unspecified brand), a 0.060-inch aspiration catheter (unspecified brand), and a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) were used. Access was via the right radial artery. The 5 fr sheath was inserted after vessel was dilated with nitorol and verapamil; the guiding catheter was placed in the internal carotid artery (ica). For the first pass made with the embotrap iii device, it was deployed and the procedure was reportedly performed by ¿captive-like¿ technique, but recanalization was not achieved. The second and third passes were made by deploying from the distal without changing devices and recanalization was not achieved. It was reported that the embotrap iii device was replaced with a ¿3mm product¿ at the fourth pass. Thrombectomy was performed using the same system as previous and recanalization was achieved. However, it was reported that at that time, a small subarachnoid hemorrhage (sah) occurred. The physician deemed it non-serious (moderate / minor). It was not known if continuous flush was maintained during the procedure and it was not known if the devices were used in accordance with the instructions for use (IFU). On 12-aug-2024, limited additional information was received. Per the information, the most current status of the patient is ¿improved.¿ the embotrap iii device made a total of three passes. The information indicated that after the third pass, the embotrap iii device was replaced with a 3mm device to make a fourth pass.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional / modified information received on 11-sept-2024. [Additional information]: on 11-sep-2024, additional information was received. Related to whether there was any vessel trauma / vessel dissection that may have contributed to the subarachnoid hemorrhage, the response received was, ¿yes, this was confirmed post-procedure.¿ it is unknown if the patient has a history of hypertension. Per the information, the patient has a history of untreated atrial fibrillation. The patient was not symptomatic. There was no residual symptoms, the information indicated that ¿paralytic symptoms [were] due to the underlying disease, acute ischemic stroke, [symptoms] improved significantly after the procedure.¿ there was no medical intervention to treat the reported subarachnoid hemorrhage. It was unknown if the patient¿s hospitalization was prolonged, the additional information received indicated that ¿the patient has been discharged from the hospital to sub-acute rehabilitation hospital on day 32 of admission.¿ the pre-procedure tici score was 0 and the post-procedure tici score was 2. The replacement device used was a 3mm x 21mm trevo nxt¿ (stryker). There was no device malfunction / device performance issue associated with the embotrap iii device during the procedure. The concomitant microcatheter used was a trevo trak 21 microcatheter (stryker) and the 0.060inch aspiration catheter used was an axs catalyst® 6 catheter (stryker). No further additional information can be obtained. Section e.1: initial reporter phone: (B)(4). Concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.